Event description:
In december 2003, the pt reportedly noticed a change in sound percept when wearing the sound processor. The sound processor was exchanged. In feb 2004, the pt reportedly experienced intermittent sound while using the sound processor. In feb 2004, the pt reportedly was seen at the center for evaluation. External equipment and pt's programs were checked. The pt reportedly felt that the problem was resolved with programming adjustment made that day. In march 2004, the pt reportedly was unble to hear while using the sound processor. In march 2004, the pt reportedly was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.